Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly after feeling the screw head and plate engage the surgical site was closed. A week following the procedure a postoperative x-ray was done it was noted a screw was missing and had backed out. This report is for two unknown screws. This is report 2 of 3 for complaint (B)(4). This report is for two unknown screws. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a distal radius fracture while using a guiding block to fix the variable angle (va) locking compression plate (lcp) 2 column construct with a fixed angle mode the surgeon inserted four screws into each of the most distal plate holes and inserted an additional screw into the second line hole on the ulnar side. When the surgeon inserted the screw into the second line on the radial side reportedly the screw head and plate were engaged the surgeon was unable to hear the metal on metal sound so he continued to rotate the screwdriver and the screw went through the plate. The surgeon then opened the back of the radius and removed the screw from the dorsal portion.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Six locking screws and 2 cort-screws were returned for evaluation. It is unknown which screw went through the plate hole. The investigation of the complained articles showed that the two locking screws 04.210.122s do show a deformation of screw head and shaft thread. The overall condition we do describe as slight worn but in working order. This pointed out deformation of the head thread of the locking screws resulted due the contact to the plate threads. The plate shows scratches on the surface and slight worn threads as well. By the cort- screw and all the other locking screws we could not detect any damage. Further possible investigation regarding the manufacturing documents showed conformity to the specifications. No manufacturing related issue was found. This report is for 1 unknown screw.

Event description:
This report is 1 the 1 screw that went through the plate hole and was re-implanted. This is 2 of 2 reports for complaint (B)(4).